Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error and buttons were sticks. The customer's blood glucose level was unknown. The customer also stated that the new batteries has to change two days later. Customer also reported that the battery life gets diminished when pump gets rewind. Customer declined to troubleshoot. The insulin pump will not be returned for analysis.